Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6), initial reporter fax: (B)(6). Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use when sterile water was injected into the foley catheter, leakage occurred from the funnel.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event was unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, batch number mykn6856 and manufacturing lot number ngjw2608. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. The catheter balloon was inflated with no difficulty. However, asymmetric balloon was observed with balloon concentricity 100/0. The catheter balloon 10ml deflated within 48sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use when sterile water was injected into the foley catheter, leakage occurred from the funnel. Per notification from investigator on 30dec2025, it was reported that balloon concentricity 100/0 was found during sample evaluation on 29oct2025.